Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) provided the patient's weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2020 it was reported that the pump was explanted on (B)(6) 2019 for infection. No further complications were reported or anticipated.